Event description:
We have experienced 6 to 10 instances in which the inner cannula of a shiley tracheostomy tube will not lock into place. Most of these events occur after the tubes had been in place for a couple of days, but one cannula did not lock when it was tested right after the package was opened. There are multiple lots involved.manufacturer response for shiley tracheostomy tube (per site reporter):the representative suggested two alternatives. One is to use disposable inner cannulas which have a different locking device. The other is to use the stronghold anti-disconnect device that covidien manufactures until covidien can analyze the problem with the permanent tracheostomy tube.